Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had intermittent issue with the batteries. A getinge field service engineer (fse) stated, confirmed technical error 139 in fault logs. Power management communication error. Could not reproduce problem prior to repair but replaced power management board as a preventative measure. Performed a full function and calibration check. No issues found after repair. Device operating per manufacturers specs. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0670-00-1162 rev. J, serial number (B)(6) , with a reported unit failure of an error 139. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual. Tested the board for 30 minutes with no issue found. Sending the board to the supplier for failure analysis per procedure. Fat received part number 0670-00-1162 back from the supplier. The supplier tested the board and no abnormalities were found. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure. The non conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had intermittent issue with the batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.